Manufacturer narrative:
Conclusions: device investigation of the received parts did not reveal any device defect or damage, which is assumed to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the received information, the device explantation was more likely related to clinical and surgical reasons, namely recurrent seroma eventually leading to device extrusion. The observed swelling with blood component was not related to evident predisposing factors and culture resulted to be negative for infection, thus indicating an aseptic tissue inflammation, which could be a known side effect of implantation. However, the granulation tissue might suggest a patient related complication e.g. Foreign body reaction or not well reabsorbed exudate.this is a final report.

Event description:
During the post-operative follow-up it was noted that a seroma had developed over the implant area. Fluid punctuation to release the pressure was not performed because of concerns about the anaesthesia. Apparently, the situation improved before the summer but when the surgeon saw the user on (B)(6) 2021 the skin flap was broken. An area of approximately 5 x 5 mm was open and the implant was exposed. The device was explanted as the coil section extruded through the skin flap. Only serosanguinous fluid and granulation tissue were observed; no indication of bacterial infection was observed and the swab samples were negative.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
During the post-op follow-up it was noted a seroma had developed over the implant area. The caregiver declined to have a fluid punctation to release the pressure because of concerns about the anesthesia. Apparently, the situation improved before the summer but when the surgeon saw the patient on (B)(6) 2021 the skin flap was broken. An area of approx. 5 x 5 mm was open and the implant was exposed. The device was explanted as the coil section extruded through the skin flap.